Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that the patient told the hcp that the pump was empty and that it was last filled over a year ago from (B)(6) 2017. The hcp did not have access to a physician programmer to interrogate the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient never came back to the clinic after (B)(6) 2013 and was lost to follow-up and they were unable to contact the patient. It was indicated that the patient was dismissed from the practice and would not be seen again. A note regarding the patient¿s last visit on (B)(6) 2013 was included with the report. It showed that the patient presented for refill of the pump and that pain relief was good. There were no pump or clinical issues. The pump was refilled per protocol. The patient was advised to return and refill ¿(B)(6) 2013.¿